Event description:
Customer reported meter results of 270 mg/dl and 110 mg/dl within 10 minutes on the aviva system. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
Customer no longer has strips used in incident. Will not be returned.